Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was 120 mg/dl. Customer stated the alarm did not occur during the rewind/prime sequence. Customer stated the error table indicates the pump should be replaced. Customer was advised that pump will need to be replaced.